Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Lab analysis results: visual analysis of the returned device identified an opening. A weight test was performed and the device was found to be underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported right side rupture. The device has been explanted.